Manufacturer narrative:
The account found the side rail latch rivets are missing on the end tubes. The account replaced the side rail latch rivets to resolve the issue.

Event description:
The account alleged the side rail will not latch. No pt impact.